Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a signal too low alarm, unexpected restart alarm and a program alarm anomaly. Customer's blood glucose was 207 mg/dl. Troubleshooting found the correct bolus amount was recorded in the bolus history. The insulin pump also passed a self-test. The customer also called back to report a blank display on their insulin pump. Customer requested a replacement insulin pump. The customer will not return the insulin pump for analysis.